Event description:
It was reported that the patient received an inappropriate shock during a follow-up visit interrogation. High lead impedance greater than 3000 ohms, sensing difficulty, and patient alert were also observed. The lead was explanted and upon extraction the helix would not retract appropriately. No further patient complications were reported as a result of this event.